Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer alleged the occlusions were due to the infusion set; however, after the pump supplies were changed, the occlusion alarm reoccurred. Blood glucose (bg) was approximately 550 mg/dl and an insulin injection was administered. Customer went to the emergency room and was admitted to the hospital. Customer was treated with insulin injections and insulin drip. Elevated bg was resolved. Customer was discharged on (B)(6) 2018. Reportedly, the customer switched the type of infusion set used.